Event description:
As reported by the field clinical specialist, a complex transcatheter aortic valve replacement (tavr) procedure was performed on a patient with a previously implanted 34 mm non-edwards valve from 2018 that had failed due to severe aortic insufficiency (ai). The procedure was conducted via transfemoral access through the right side. The patient was initially scheduled for treatment under the restore trial; however, clinical decompensation necessitated urgent intervention while inpatient. During the procedure, a 26 mm edwards sapien 3 ultra valve (s3u) was introduced but embolized into the left ventricle (lv). Wire access was maintained, and multiple manipulations were attempted to reposition the valve. A 29 mm non-edwards valve was then implanted to secure the embolized s3u within the left ventricular outflow tract (lvot) and stabilize it against the original non-edwards frame. Due to anatomical constraints and the angle created by the non-edwards valve waist, the s3u could not be repositioned into the annulus. A second sapien 3 valve was deployed but was positioned too low, influenced by the second non-edwards frame. This resulted in persistent severe ai. Surgical intervention was not considered a viable option. Consequently, a third sapien 3 valve was deployed successfully, resolving the central leak and achieving a satisfactory procedural outcome. At the conclusion of the procedure, the patient was reported to be in an unstable condition and receiving mechanical circulatory support via pump or impella device. No edwards device deficiencies were reported, and the devices used during the case are not available for return.

Manufacturer narrative:
This is 2 of 2 reports. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. H10: 2015691-2025-06975. Related manufacturer report numbers have been provided in h11, as the h10 fields are not currently being submitted properly. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for deployed valve exhibits central regurgitation was confirmed empirically. Available information suggests procedural factors (malposition) likely contributed to the event as it was reported that 'a second sapien 3 ultra valve was deployed but was positioned too low, influenced by the second non-edwards valve frame. This resulted in persistent severe ai.' Valve malpositioning during deployment may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, resulting in reduced coaptation of the leaflets. The leaflets are in a normally open position and require the back flow/pressure generated to initiate leaflet closure. There are multiple patient and/or procedural factors that contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, narrow or calcified stj, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause of the malposition is unknown, but it was noted to be 'influenced by the evolut frame'. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.